Event description:
A customer reported that the vitrectomy probe had no aspiration during vitrectomy surgery. The cutting condition was normal. The surgery was completed on the same day after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9, h.3, h.6, and h.11. No technical inquiries were received from the customer. One opened probe was received with a tip protector in a tray. The sample was visually inspected and found to be nonconforming with inner cutter is in the port. No functional testing could be performed due to the inner cutter remained in the port condition. No wear assessment could be performed due to the inner cutter broke while trying to extract it from the needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation was unable to confirm the reported aspiration failure due the inner cutter remaining in the port condition. The inner cutter remaining in the port condition could be a potential contributor factor for the reported aspiration failure at the time the reported event was observed. Furthermore, an exact root cause for the inner cutter remaining in the port condition cannot be determined from the evaluation performed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the reported aspiration failure was unable to be confirmed, and an exact root cause for the inner cutter remaining in the port condition could not be determined from the evaluation performed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).